Event description:
It was reported that the patient complained the battery had not worked in several years. The physician indicated that the battery was at end-of-service. The battery was replaced, and it was reported that the patient was doing well with the new battery.

Manufacturer narrative:
Analysis of the neurostimulator found no significant anomalies. The product was received in a power-on-reset condition. The insulation coating and ins can were scratched, and the battery was explanted. The setscrews, grommets, access hold adhesive, and connector module were ok. Foreign material was observed in the connector ports. Telemetry was ok and there was good stable output on all electrodes referenced to the case. There were no problems when pressing on the ins can. Analysis of the extension found no anomaly. The proximal end was ok. Setscrew marks were not examined as the device was returned connected. The conductors were ok and the outer insulation was intact. The distal end was ok. Continuity was acceptable and there were no shorts. Analysis of the lead found broken conductors at the twist lock anchor site. The proximal end of the lead was ok. There were setscrew marks in the correct location. There were two broken conductor wires 4.9cm and 5.8cm from the distal end. The lead was pinched and the outer insulation was melted. Suspected body fluids were observed in the lead. The distal end was ok. Circuits #2 and #3 were open. There were no shorts between circuits. Analysis of the anchor found no anomaly. (B)(4).